Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the glass tip on the laser fiber was damaged during use. When the tip came in contact with the stone, the tip broke off. Although the breakage occurred within the patient; no intervention was used to retrieve the tip as it was left to pass naturally.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, manufacturing instructions, and specifications was conducted during the investigation. As reported, the glass tip on the laser fiber was damaged during use when it (the tip) came in contact with the stone and broke off. Although the breakage occurred within the patient, no intervention was used to retrieve the tip as it was left to pass naturally. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was not returned for evaluation. Based on the available information, a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.